Manufacturer narrative:
Following information reported by the customer kindred hospital the palm beaches in the us, the backrest section of the enterprise 9000x moved unintended. It was not indicated whether the patient was lying on the bed when this issue occurred. There was no injury reported. Arjo service technician tested the bed at the facility and the reported malfunction was recreated. The device inspection confirmed that the backrest up button membrane on the integrated attendant control panel located on the outside foot-end side rail (patient¿s left-hand side) was torn. This part was replaced and functional testing confirmed the proper functionality of the bed. In summary, there was no indication that the involved enterprise 9000x was used with the patient when the backrest section moved unexpectedly. There was a button damaged on the patient control panel detected, therefore the bed did not meet the manufacturer¿s specifications. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to unintended backrest movement.

Manufacturer narrative:
The reported unintended movement was recreated during inspection performed by arjo representative. The results of the investigation will be provided to the follow-up report.

Event description:
Following information reported by (B)(6) in the us, the unintended movement of the backrest section of the enterprise 9000x bed was observed. No injury was reported.